Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). A4) unknown as information was not provided. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) p070016. (B)(4). Summary of investigational findings: based on description of event and imaging the most likely root cause for this event is ovalization of the aorta at the proximal seal zone due to chimney teqnuiqe used. This caused increased pressure on the aortic wall from the sealing stent thereby causing an entry tear to develop. There was no evidence to suggest that the device was not manufactured according to specifications, or that the IFU was not sufficient. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: on (B)(6) 2015: a (B)(6) patient underwent tevar for acute aortic dissection. The patient was suitable for the repair. Cia was 11mm. The left subclavian artery was preserved with the chimney technique with e-luminexx. On (B)(6) 2015: new type a dissection was confirmed. On (B)(6) 2015: conversion to open surgery - aortic arch replacement was conducted in another hospital. No device was explanted. Patient outcome: the patient recovered with treatment.